Event description:
On december 15, 2009, a doctor reported that a patient lost a dental implant about 8 months after placement due to unknown causes.

Event description:
It was reported that the patient has expired after implant duration of approximately zero days. In 2009 (through follow-up with the health-care provider), it was learned that cause of death was cardiac failure due to poor ventricular function. Per the operative report of event date, the ring was implanted successfully, and "the patient was then taken to the intensive care unit in critical, but stable condition."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. The patient also had another valve implanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.